Event description:
It was reported that during a system upgrade, the right ventricular (rv) lead was removed due to an occlusion for access. The right ventricular (rv) lead was replaced. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.